Event description:
The pump was returned for investigation. Investigation revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed that the display was dim with discolored text. Unrelated to the display issue, evaluation revealed that the audio bolus button cover was missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).